Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "removal of screw in left s1 7.5 x 50 monoaxial xia 11 screw broke inside pedicle. Used a universal removal set to core around screw and reverse thread out of pedicle. Reinstrumented with large screw and extended fusion to l3."